Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15255. Update to patient demographics a2 and a3.

Manufacturer narrative:
Correction to h6; component code, impact code, clinical code, device code, type of investigation, investigation findings, investigation conclusion. Update to b5 and d9. The 14fr esheath plus was returned for examination. A visual examination found scratches and curvatures on the sheath shaft, the liner was torn approximately 2" inches from the distal end of the strain relief, the liner stretching proximal to the start of the liner tear, the crimped valve partially expanded on the outflow side and puncturing through the torn sheath liner. Dimensional testing indicated that the liner thickness was measured and found to be within specification. Post-procedural imaging was reviewed, and the following was observed: the liner appears expanded and torn. Assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events for resistance between system components and liner punctured were confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The product risk assessment is also captured in technical summary which applies to this complaint event. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfere with access vasculature resulting in additional surgical intervention, which did occur during this event. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, "there was mild tortuosity in the access vessel". In addition, per evaluation of the returned device, the sheath shaft was curved. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, "the access vessel calcification was moderate." In addition, per evaluation of the returned device, sheath shaft scratches were observed. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft and/or liner, making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with this issue. There are several 100% in-process inspections (visual) on a sampling plan basis performed prior to lot release. These inspections and testing support the it is unlikely that manufacturing non-conformance contributed to the complaint. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Follow up information provided that the patient expired due to a brain disorder.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra resilia via transfemoral approach, after preparing the device as instructed in the training manual, the commander delivery system was inserted. Strong resistance was felt around the external iliac artery (eia). The delivery system was advanced little by little, but a part of the s3 ultra resilia valve and the area around the flex tip were found to be outside of the esheath+ (around the middle of the fully expandable part) at the aorta. A decision was made to retrieve the devices. It was attempted to remove the delivery system and esheath+ together, but the patient's blood pressure dropped, and the devices could not be removed. Considering vascular injury, laparotomy was performed, and the patient was repaired with intra-aortic balloon occlusion (iabo). A dissection of abdominal aorta was observed, and a stent graft was placed in the aorta - common iliac artery (cia). Eia was injured and repaired with artificial vessels. The devices were able to be removed from the femoral artery. According to the implanter, the cause of eia injury was unknown. It was not known whether the eia injury occurred by part of valve and flex tip protruding from the esheath+, or when removing the device. The timing of the dissection of the abdominal aorta was unknown. It was not known whether the dissociation occurred during insertion of the delivery system or by part of valve and flex tip protruding from the esheath+. As the stent graft was implanted and the diameter of the artificial vessel was small, the procedure was completed with the decision to consider an alternative approach when the patient's condition improved. The patient was admitted to the intensive-care unit (ICU). Per report, there was no resistance felt when inserting the esheath+ via cutdown obtained on the left femoral artery. The access vessel minimum luminal diameter (mld) measured 5.5 mm. The access vessel calcification was moderate. There was mild tortuosity in the access vessel.